Manufacturer narrative:
(B)(4). This is a report of a use error, where a home patient connected to an incomplete prime. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to your patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. It instructs the user to verify that the patient line is properly primed. Also, it provides step-by-step instructions for properly repriming the patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) connected to the patient line lining prior to the line being completely primed for peritoneal dialysis therapy. Proper procedures were reviewed and the caregiver was advised to restart therapy using all new supplies. The caregiver planned to restart therapy using the same supplies. There was no patient injury or medical intervention reported. No additional information is available.